Event description:
A nurse reported that, during intraocular lens implantation surgery, the lenses was scratched, gouged, mangled. They felt that the cartridge may have shredded the lens.

Manufacturer narrative:
The used complaint cartridge for lot was not returned. Fifteen unopened cartridges were returned for the reported lot. Two samples were randomly selected. These samples were numbered 1-2 for evaluation purposes. Two of the returned cartridges was opened and microscopically examined with no damage observed. The cartridges were functionally tested per the instructions for use (IFU). No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The cartridges were cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece was indicated. The lens diopter and viscoelastic were not provided. It is unknown if qualified product were used. The root cause for the reported complaint could not be determined. No determination can be made without physical evaluation of the complaint sample. Two of the unopened cartridges returned for the reported lot were evaluated. Functional and dye stain testing was conducted with the unopened samples with acceptable results. It is unknown if the lens was in the qualified diopter range. It is unknown if a qualified viscoelastic was used. The IFU instructs: the company intra ocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible compan handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).